Event description:
Patient undergoing surgical procedure. While laying on the operon berchtold surgical table d 850, the bed began to move on its own, moving steeply to the left side. In addition, the operating table unlocked itself from the floor.